Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hysterectomy on 18-07-2017,salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added, this case concerns with 40 year old patient, her demographic was added, lab data was added, concomitant medication added, following event : abnormal bleeding (vaginal bleeding) menorrhagia, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty inserting the device into my tubes because I have an inverted system". Concomitant products included ibuprofen for female sterilisation. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"), anxiety ("anxiety") and depression ("depression"). In (B)(6) , the patient experienced urinary tract infection ("utis"). In (B)(6) 2012, the patient experienced rash ("breaking out in rash") and vaginal discharge ("vaginal discharge"). In (B)(6) , the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain lower ("cramps") and uterine enlargement ("tubes and uterus were completely swollen"). The patient was treated with surgery (hysterectomy on (B)(6) 2017,salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, mood swings, rash, urinary tract infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, allergy to metals, fatigue, weight increased, abdominal pain lower and uterine enlargement outcome was unknown and the vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received:event mood swings ,breaking out in rash,utis, apareunia, anxiety, depression, migraines, headaches, nausea, nickel allergy, vaginal discharge, fatigue, weight gain, lower back pain, cramps, device insertion difficult, tubes and uterus were completely swollen added. Outcome of event abnormal bleeding,back pain,cramps added as recovered,lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.